Event description:
It was reported to covidien in 2008 that a customer had an issue with a dental needle. The customer reports needle detached in patient's mouth.

Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.